Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced a corneal burn at the incision site during a surgical procedure. Event details are unknown. Additional information has been requested. This is 3 of 3 reports for this facility.

Manufacturer narrative:
The system was examined and tested. The system was found to meet product specifications. The company representative was unable to replicate anything that would have contributed to the reported issue. The system was manufactured on february 5, 2018. Based on assessment, the product met specifications at the time of release. It remains undetermined whether or not any customer handpieces were evaluated. There was no additional information provided to date. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).